Event description:
The customer reported "endotracheal intubation is to start the ball evidence presented drilling tube which prevents insufflation and fixation of the medical device." Covidien has made multiple attempts to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.